Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use (IFU) states: one (1) 0.035¿ (0.89 mm) diameter guide wire. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use, as it is likely that use of the undersized 0.018¿ guide wire resulted in the distal shaft becoming bent resulting in preventing the shaft lumens from moving freely; thus, resulting in the reported activation failure. As reported, the self-expanding stent was surgically removed, and another absolute pro was used to complete the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery. A 6x150mm absolute pro self-expanding stent (ses) was advanced over a .018 abbott guidewire to the lesion; however, the stent could only be partially deployed. The ses was surgically removed, and another absolute pro was used to complete the procedure. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.